Manufacturer narrative:
Device passed the rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted during testing.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarm received multiple insulin flow block alarm. Customer's blood glucose level was 105 mg/dl. Customer was assisted with troubleshooting. However, customer reported that they tried all the remedies for insulin flow block. The customer has been advised to discontinued the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.